Event description:
Reported as "port began to erode". It is not clear that event constitutes a serious injury, or that event is product related. Inamed will report event in good faith due to co's policy to resolve doubts in favor or reporting.